Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4). Device received, evaluation pending.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device did not complete the initialization stage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. The device was not in patient use when the reported event occurred.